Event description:
It was reported that (1) device was used during a hemi-hepatectomy. It was reported by the affiliate that the tsw35 instrument made a 1cm cut with no staples. Another instrument was used to complete the case. There was no consequence to the pt.